Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analysis center (pac) and observed the device did not deliver defibrillation energy. It was found that white capacitor was disconnected from the j18 spade connector, which was the cause of the reported issue. The capacitor wire was reconnected to resolve the issue. The customer received a replacement device under warranty. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not deliver defibrillation energy. There was no patient involvement reported with the event.